Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving an adm liner, and a ceramic head ((B)(4)) was reported. The event was confirmed. There is some scratching on the articulating surface of the returned adm insert, consistent with the reported dislocation. A material analysis has been performed. The report concluded: the returned parts exhibited indications consistent with use. No indications were observed indicating why the original dislocation occurred. No material or manufacturing defects were observed on the surfaces examined. A review of the provided x-rays by a clinician consultant indicated: the adm had dislocated after a fall of the patient. This is confirmed on x-ray. This case is not device-related but has its root cause in an adverse patient-related event through a fall on a previously normal hip arthroplasty. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined however it is noted that it was reported that the patient fell prior to the dislocation. Further information such as operative reports, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that there was a revision of an acetabular of an adm. Patient dislocated from a fall. They were brought to the ER and attempted to relocate the hip in place. As that was done they disassociated the head from the poly. Patient had to be revised.

Event description:
It was reported that there was a revision of an acetabular of an adm. Patient dislocated from a fall. They were brought to the ER and attempted to relocate the hip in place. As that was done they disassociated the head from the poly. Patient had to be revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.